Event description:
The customer observed a false positive alinity I total b-hcg result for one patient. (B)(6) generated an initial result of 36.81 miu/ml (positive), repeated on another instrument and the result was <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2022-00069-00 under a different suspect device. To troubleshoot the issue, service reviewed the instrument logs, however, no issues were found. Service performed both the weekly and daily maintenance procedures, then a performed a probe carryover contamination/repeatability study, that returned favorable results. As a result of the study, the sample alinity pipettor probes was cleaned and determined the cause for the issue, due to possible contamination. No additional false positive bhcg results were reported after the current event was identified. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the alinity pipettor probes including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. Based on the information within the complaint record, no systemic issue or deficiency was identified.